Event description:
It was reported the screen and stylus pen do not calibrate accurately. Even after a successful calibration, pen may be accurate a few days but then becomes out of center after multiple uses. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the screen and stylus pen do not calibrate accurately. Even after a successful calibration, pen may be accurate a few days but then becomes out of center after multiple uses. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The upper 2 inches and lower 2 inches on the right side of the screen are non-functional. The stylus follows the edge all the way around except at these two points which could possibly cause a stylus out of calibration condition after several uses, also the bezel speaker standoff was broken causing further irregularities. (B)(4).